Manufacturer narrative:
The endowrist one vessel sealer instrument was returned for evaluation. Failure analysis confirmed the customer reported complaint. Visual inspection found that the electrode at the grips was dislodged. As a result the electrode gap test failed and the vessel sealer was not able to perform normally and be fully functionally tested. The instrument passed electrical continuity testing. The instrument was installed into the instrument control box (icb) and the blue light indicator on the icb lit up indicating power was being delivered and unit was properly connected. Multiple self-tests were performed on the instrument and it successfully passed. The instrument was installed on an in-house system and passed energy activation with no occurrences of error codes or error messages. There was no loss of power or intermittent energy observed. Grip force testing of all wrist orientations were found to be within specifications. A review of the data logs showed no errors related to the cutting function. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, the endowrist one vessel sealer instrument allegedly did not seal the patient's tissue. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the endowrist one vessel sealer instrument failed to cut and seal when the surgeon attempted to seal tissue. The instrument was reconnected to the generator to check for a faulty connection with no resolution. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made a follow up attempt and obtained the following additional information: it was confirmed that the procedure was completed successfully using another vessel sealer instrument.